Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description and image review by cri. The celect-pt filter was deployed in an infrarenal location without evidence of significant tilt or immediate penetration. Follow-up CT scan performed approximately 1 year after placement demonstrated no evidence of significant tilt or filling defects within the filter to suggest retained thrombus. There was interval development of several grade 2 interactions involving the primary filter legs without evidence of pericaval inflammatory changes. There is no discussion in the complaint report regarding any symptoms related to these penetrations. The complaint report also mentions an episode of increasing chest pain approximately months after ivc filter placement. A pulmonary embolism was diagnosed during this setting. Unfortunately, these images were not submitted for review and there was no discussion regarding the acuity of the pulmonary emboli, or if they were new when compared to the prior documented pulmonary emboli. Without these images, it is impossible to determine if this was a filter failure, or if these emboli were pre-existing prior to filter placement. The exact reason for the filter to perforate cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient had a celect® filter placed. Primary reason for the filter placement was no venous thromboembolism (vte) present but a risk for vte due to a prior vte and a contraindication to anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 14.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 1.5 degrees. On the same day, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 0.8 degrees and 8 degrees in the lat view. On (B)(6) 2016, the patient experienced chest pain and was diagnosed with a pe. Medical management included an increased dose of heparin. The investigator assessed the new pe and determined it was unlikely to be related to the study device and cited a previous bowel carcinoma, metastases, and previous history of pe could have caused or contributed to this event. On (B)(6) 2016, the three-month follow-up was completed. On (B)(6) 2017, the six-month follow-up was completed. On (B)(6) 2017, the twelve-month clinical assessment, x-ray, and ultrasound were performed. The filter was not scheduled to be retrieved due to an ongoing risk for pe. The patient had not experienced any significant events. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. The ultrasound revealed no evidence of thromboses in the ivc, pelvic veins or lower extremities. On (B)(6) 2017, the CT of the chest and abdomen revealed no evidence of pe or filter embolization. A grade 2 filter leg interaction with the ivc wall was noted. Patient outcome: the patient remains in the study.